Manufacturer narrative:
Reported event of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal banding procedure performed on an unknown date. According to the complainant, during the procedure, the first band was able to be deployed; however, the rest of the bands became twisted and would not deploy. It was reported that no audible click was heard with each 180 degree turn of the handle. The procedure was completed with this device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.